Event description:
It was reported that within a week of implant, the atrial lead was found to have dislodged. The lead was repositioned. A few weeks later, the patient complained of feeling the same symptoms or tiredness as prior to implant. It was determined that both the atrial lead had dislodged once more, and the right ventricular (rv) lead had also dislodged. The atrial lead was explanted and replaced, and the rv lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead - (B)(6) 2013. (B)(4).